Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2011. It was reported that the patient underwent recurrent incisional hernia repair surgery, removal of adhesions and mobilization of myocutaneous advancement flaps on (B)(6) 2012. It was reported that the patient experienced severe pain, adhesions, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 06/04/2020. Review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 10/16/2020.